Event description:
High threshold and low impedance were reported. The lead was replaced. No patient complications have been reported as a result of this event. The atrial lead was returned for analysis after being explanted due to high impedance, apparent conductor fracture, and undersensing. The atrial lead subsequently tested out of specification during mfgr's analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation white substance; distal conductor fractured; full lead in segments analyzed.